Event description:
N/a

Manufacturer narrative:
Trackwise# (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was 1 additional similar complaint reported for the reported failure mode and the reported lot. A review of the product complaint trend data was performed for the months of (mar 2021 ¿ through ¿jun 2021). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /213/67) enter investigation. The device was returned to the factory for evaluation on 07/13/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Only the device was returned for evaluation. Signs of clinical use and evidence of blood was observed. Blood was observed on the delivery device as well as on the seal indicating there was an attempt to introduce the device into the aorta. The white plunger was fully depressed with the blue slide lock disengaged. The seal was observed to be fully deployed and in an open state there were no visual defects observed on the seal, no cracks or delamination was observed. No measurements were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired/did not deploy correctly. Another hsk was opened to complete the case. No adverse effects to the pt, no harm.